Event description:
It was reported that over 14 months ago, the superior vena cava (svc) coil on the right ventricular (rv) lead fractured and exhibited high impedance. The rv lead and left ventricular (lv) lead were then swapped. Today it was reported the lv lead, which was previously the rv lead, exhibited high thresholds and poor positioning due the patient's anatomy. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) bi-ventricular defibrillator implanted: 2011 (B)(6); product ID 419488 implantable pacing lead implanted: 2005 (B)(6); product ID 5568-53 implantable pacing lead implanted: 2005 (B)(6). (B)(4).